Manufacturer narrative:
Evaluation revealed the received reconstruction nail r1.5, ti, left t2 recon ø9x260 mm x 125° to be the primary product. The other implants received were considered as concomitant products as they did not contribute to the event reported. Deficiency in material or manufacturing was not found. Dimensional examination revealed no deviations in the relevant undamaged areas. The affected item was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. General aspects: a nail will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage as noted in the labelling of the product. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, product damage. Generally the risk of a breakage will increase with the increase of load cycles and load level. Nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behaviour and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors ¿ e.g. Increased post-operative activities - a nail breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. The received nail is completely broken in the webs of the lower proximal lag screw thru hole. Drill marks are found at the lateral edge of the lower proximal lag screw thru hole ¿ running from lateral towards medial. According to the signs of damage and the evidences of the breakage surfaces the nail broke in a fatigue manner after an implantation period of approximately 2.5 months. The appearance of the breakage surfaces, orientation of lines of rest and different topographies indicated the nail breakage had its origination in the anterior web where chamfer-like material abrasion was found at lateral. However, the crack / breakage had progressed from lateral towards medial. The lateral edges present the areas where the highest tensile forces are applied during the implantation period. Bearing points are typical results of the interaction of the single products under load. In this case the extent of signs of material damage found in the bearing points, the appearance of the breakage surfaces and the course of the breakage line identified high tensile load application and significant torsional load. According to the event description ¿there was no synostosis¿ ¿. One requirement for successful nail treatment is a timely bone healing in order to relieve the nail over the progressing time of implantation. Potential adverse effects are clearly pointed out in the labelling. A copy of an x-ray image, in a-p-view, was provided showing the broken nail. There was no information regarding potential patient diseases resp. Potential medication. As no post-operative weight bearing instructions were noted it could not be determined if the patient had been compliant resp. If the surgeon¿s instructions were appropriate but most likely full weight bearing had been applied to the implant. This nail breakage was most likely caused by intra-operative material damage contributed by significant load application. Referring to available information a more precise statement was not possible from technical point of view. In case further relevant information should become available, we reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. According to available information a deficiency of the nail was not be verified. No non-conformity was identified.

Event description:
Implanted t2 reconstruction nail on (B)(6) 2016. The patient went to hospital emergency due to pain on (B)(6) 2016 night. There was broken the t2 around screw holl. There was no synostosis. It will be treated it by surgical procedure on (B)(6) 2016.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Implanted t2 reconstruction nail on (B)(6) 2016. The patient went to hospital emergency due to pain on (B)(6) 2016 night. There was broken the t2 around screw holl. There was no synostosis. It will be treated it by surgical procedure on (B)(6) 2016.